Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted due to the patient's infection. It was noted the device had eroded through the pocket; the pocket was debrided and the device and leads were explanted. No additional adverse patient effects were reported. The explanted products were planned to be returned for evaluation and disposal.